Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving a 34 mm evolut fx system via right subclavian arterial access, a pre-implant balloon dilation was performed, followed by advancement of the evolut fx delivery system. However, it was remarked that the delivery system was advanced with "significant difficulty" through the right subclavian artery up to the level of the aortic annulus. Subsequently, the patient developed asystole with complete loss of arterial blood pressure. Cardiopulmonary resuscitation was immediately initiated, and veno-arterial extracorporeal membrane oxygenation (ECMO) was placed. According to the reporter, the decision was made to use a new valve and delivery system, given that the initial valve system had been open and kinked for an extended period. The new valve was successfully implanted via left subclavian arterial access.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a non-medtronic guidewire (boston safari) was used. Due to asystole and blood pressure complications, a procedural delay resulted as an extracorporeal membrane oxygenation (ECMO) was implanted.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving a 34 mm evolut fx system via right subclavian arterial access, a pre-implant balloon dilation was performed, followed by advancement of the evolut fx delivery system. However, it was remarked that the delivery system was advanced with "significant difficulty" through the right subclavian artery up to the level of the aortic annulus. Subsequently, the patient developed asystole with complete loss of arterial blood pressure. Cardiopulmonary resuscitation was immediately initiated, and veno-arterial extracorporeal membrane oxygenation (ECMO) was placed. According to the reporter, the decision was made to use a new valve and delivery system, given that the initial valve system had been open and kinked for an extended period. The new valve was successfully implanted via left subclavian arterial access. Additional information was received that according to the physician, a reaction to the stiff guidewire (unknown manufacturer) caused the asystole and complete loss of arterial blood pressure. It was stated that the initial evolut fx delivery system did not have a causal relationship to the asystole and loss of arterial blood pressure. Additionally, it was clarified that the initial delivery system did not have a kink in it. The reporter indicated that the word "kinked" was used to describe that the system had been inside the patient's tortuous vasculature for too long. One day after the implant procedure, the patient no longer required catecholamines and ECMO was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.